Manufacturer narrative:
A2) patient age - median age was 69.9 ± 12.3 years. A3a) patient sex - 45 females, 100 males (n = 145). A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, tearing of vascular structures is listed as a potential adverse event with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 11dec2023) ¿stepwise approach for transvenous lead extraction in a large single centre cohort¿. The study retrospectively aimed to report the experience with a systematic approach from a less invasive to a more invasive strategy without the use of laser sheaths. A total of 463 patients with a total of 780 leads who underwent a tle procedure were enrolled in the study between january 2011 and august 2018. All lesions were sequentially treated with spectranetics tightrail rotating dilator sheaths. Procedural complications included a dissection of the superior vena cava (svc) that was successfully handled by an occlusion balloon and conversion to open heart surgery. The dissection occurred during extraction of the lv lead while using a tightrail device. Additionally, one patient died during the procedure because of a right ventricular rupture with pericardial tamponade. The complication occurred during extraction with a spectranetics tightrail rotating dilator sheath. Even though the procedure was converted into an open-heart surgery, the outcome was fatal (MDR # 3007284006-2026-00284). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 11dec2023 has been used, the date of publication. Kloppe, axel,fischer, julian,aweimer, assem,schöne, dominik,el-battrawy, ibrahim,hanefeld, christoph,mügge, andreas,schiedat, fabian. 2023. Stepwise approach for transvenous lead extraction in a large single centre cohort journal of clinical medicine, 12(24): 7613. Doi:10.3390/jcm12247613. This report captures the serious injuries that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.